Event description:
Attorney reported: patient sustained injury and damages associated with use of defective product, composix mesh. Specifically, as a result of having the composix mesh patch implanted in patient, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.